Event description:
It was initially reported that the pt has been recently experiencing an increase in seizure activity, but was said to be below than the pre-vns levels. Diagnostics were performed, which resulted in high lead impedance observed. The pt was said to not have had any trauma or accidents that could have caused damage to the lead. There is no pain reported, but the magnet activations are no longer aborting the seizures, which started a few months prior. There is no known pt medication, non-compliance or contributory illnesses which could have caused an increase in seizure activity. The pt was last seen in (B) (6) 2009, which resulted in diagnostics within normal limits. The pt has been disabled. The pt was referred for x-rays, which were sent to the manufacturer for analysis. No gross lead fractures or discontinuities were visualized on the portions of the lead body that could be assessed. There appeared to be an acute angle caudal to the negative electrode and cephalad to the anchor tether. There was a portion of the lead body located behind the generator that could not be assessed. Based on the x-rays received, the visualized acute angle is a possible cause for the high lead impedance observed. There were no other gross lead discontinuities or anomalies observed that could be contributing to the high lead impedance event. Due to the portion of the lead behind the generator, the entire lead body could not be completely assessed. The pt is expected to have the lead revised.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer revealed a lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.